Event description:
Customer reported physicist discrepancy. There was no pt involvement.

Manufacturer narrative:
Service rep investigated system operating as intended. Add'l info not available. System returned to service.